Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump errors 23 and 15 were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post reset alarm. Customer¿s blood glucose level was 84 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Customer stated the alarm did not occur immediately after a battery change. Customer reported that they received insulin pump error while doing troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.